Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the a mode switch was noted on the implantable pulse generator (ipg) and it appears the device is not capturing atrial fibrillation (af) events because of this. The ipg remains in use. No patient complications have been reported as a result of this event.